Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The two additional proglide devices are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the right common femoral vein was attempted with proglide devices using the pre-close technique via a 8f sheath prior to an atrial fibrillation ablation (af ablation) interventional procedure. Reportedly, the first device was deployed and successfully pre-placed in cranial position. The second device attempted caudial to the first device pre-placed, reportedly there was no suture present when the plunger was removed only the link. Another device was attempted which seemed it had been pre-placed; however, later in the case the top sheath was being exchanged for a longer sheath and it was found that the device had punctured through the 6f introducer sheath. The sutures were removed without causing any damage to the vessel. The sheath was maintained at 8f and the af ablation procedure was completed. When trying to close down the first device successfully pre-placed, the suture pulled out completely. Wire access remained and another proglide device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.